Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) was hospitalized for a ventricular tachycardia (vt) episode. The application of external resuscitation was unsuccessful at converting the patient out of vt, and they later passed away. Review of device data by boston scientific technical services (ts) noted the crt-d has previously been programmed vvir due to high out of range pacing impedances of greater than 3000 ohms and loss of capture on the right atrial channel. On the date of the patient's death, no device malfunction or problem with sensing was noted. The sensed vt rate was not sufficient to maintain detection during the duration periods and hence the episode was ended and no therapy was ever delivered. The crt-d was later removed from the patient and the returned for analysis.

Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) was hospitalized for a ventricular tachycardia (vt) episode. The application of external resuscitation was unsuccessful at converting the patient out of vt, and they later passed away. Review of device data by boston scientific technical services (ts) noted the crt-d has previously been programmed vvir due to high out of range pacing impedances of greater than 3000 ohms and loss of capture on the right atrial channel. On the date of the patient's death, no device malfunction or problem with sensing was noted. The sensed vt rate was not sufficient to maintain detection during the duration periods and hence the episode was ended and no therapy was ever delivered. The crt-d remains in situ.